Manufacturer narrative:
The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional later reported "capsular contracture baker grade iii".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, e1, h6.

Event description:
Healthcare professional reported "deflation and exchange from textured to smooth due to the patient's concerns". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation and exchange from textured to smooth due to the patient's concerns". This record is for the "left" side. Device remains implanted.